Event description:
Home pt reported leak in cassette of homechoice set. Home pt noted leak when reload set alarm was rec'd and fluid was seen on the table during prime, prior to home pt connection. Home pt discontinued treatment and set up new supplies. Per home pt, no injury or med intervention required.